Manufacturer narrative:
Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 32.2 cm from the top of the connector to the break. The second piece measured approximately 289.1 cm from break to break. The remainder of the fiber, including the distal tip was not returned. The pattern on the tip face is consistent with a tip detachment, likely as a result of handling during the procedure. Visual examination of the fracture at the distal end showed that the tip detached at the end of the fiber body jacketing. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this report pertains to the second of two devise used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used for a laser lithotripsy procedure in the kidneys and ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke at the black edge and sparks flew out. Another flexiva ID 200 laser fiber was opened and it broke immediately. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; fiber tip detached.